Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 72 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 33 mm, proximal diameter of non-aneurysm aortic neck was 22 mm, distal diameter of non-aneurysmal aortic neck was 23 mm, diameter of right iliac artery was 21 mm, diameter of left iliac artery was 17.8 mm, diameter of right femoral artery was 10.7 mm, and diameter of left femoral artery was 10.6 mm. The right and left iliac arteries were moderately tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that the patient suffered from renal function complications of increased creatinine. The creatinine at baseline was 87umol and creatinine at 1 year follow-up was 173umo. The patient was placed on a care plan and renal function was declared stable. The patient has hypertension but is not consistently compliant with medication. The investigator assessment states that the event is not related to the device or procedure. It was also reported that an ultrasound noted that the aneurysm had increased from 72 mm in diameter on to 85 mm in diameter over the course of a year. There was no reported intervention or action taken. The cause of the aneurysm enlargement is unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement); (unknown cause of aneurysm enlargement). Evaluation, conclusion: (unknown cause of aneurysm enlargement); known inherent risk of a procedure (aneurysm enlargement). (B)(4).